Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using two side-firing surgical fibers during a prostate procedure, the "target" (aiming) beam was observed to fire straight out of the fiber's tip. Both fiber issues were reported to have occurred after approximately 5 minutes of use. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the first side-firing surgical fiber used.

Manufacturer narrative:
Lot # added, expiration date added, device available for eval updated, device/component codes added, device evaluated by manufacture updated, device manufacture date added, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially blue arrow indicator, and moderate contamination, likely biologic; fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.